Event description:
Later company representative reported on behalf of the patient "preventive replacement".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported on behalf of the patient "rupture". This record is for the left side. The device was explanted.